Manufacturer narrative:
This malfunction was previously addressed in the u.s through the device correction. The customer is self servicer and will repair the spring arm themselves. Additionally, the device was directly involved with the reported incident however was not being used for treatment or diagnosis on patient when the event occurred.

Event description:
(B)(4).

Manufacturer narrative:
A maquet field service technician evaluated the device and found that the spring arm was broken at the weld seam. The investigation is ongoing and the result will be included in a follow up report.

Event description:
The customer reported that, before surgery, the spring arm was broken off and the light was caught by the medical staff. There are no injuries reported. (B)(4).